Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in medical imaging. During the procedure the tip of the ptd separated. A snare was used to remove it from the patient. There was no delay in treatment and there was no patient death or complications reported. It was noted they do not know how many passes were made prior to the tip separation.